Manufacturer narrative:
Device 9 of 25. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review results: lot 0j00563 was manufactured on (B)(4) 2020 in the (B)(4) manufacturing line, with a total of (B)(4) mkus. On (B)(4) 2021, compliance engineer (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material (B)(4) and manufacturing order (B)(4). The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. Therefore, no discrepancy related to this issue were found within the documentation. On 10/sep/2021, a complaint search for lot 0j00563. Skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed and this case was considered an isolated incident. As per complaint manufacturing investigation procedure, it was not required to open a nonconformance report (ncr) for complaints which were not confirmed and no potential trend was identified (therefore, considered an isolated incident). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he had used 5 boxes flanges, where 5/10 of products had off center starter hole, flanges were too convex, hydrocolloid does not adhere in one corner and in the middle of the flanges. The product was used. No photo is available at this time.